Event description:
The customer reported being at the emergency room due to a seizure caused by the high blood glucose of 545mg/dl. The customer stated that he gave himself 15.0 units of insulin, but his glucose continued to climb. Then the customer gave another 12.0 units of insulin, and his glucose level continued to increase. The caller stated that he had gone into a seizure and his wife was able to take him into the urgent care clinic. The customer was released after being treated with manual injections. The caller mentioned that even with manual injections his glucose level was still in the 200 range. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.